Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope eyepiece popped off. The issue occurred during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported detached scope eyepiece and observed damage could not be determined, however, the issue was likely the result of impact stress/excessive force, such as a shock or a fall, due to user handling/mishandling. Olympus will continue to monitor field performance for this device.